Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead impedance warning on the right atrial (ra) lead. It was also reported that intermittent ventricular under-sensing was noted on the right ventricular (rv) lead. Both ra and the rv leads remain in use. No patient complications have been reported as a result of this event.